Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was an unusual effort required to turn the twist knob in order to visualize the green bar. When the surgeon tried to rotate the knob of the device, he felt that it was not smooth compared to other and usual cases. So he changed the device to a new one and could finish this procedure without any additional event. There was no patient involved in this event.

Manufacturer narrative:
Additional information: device evaluation post market vigilance led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.